Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump. After the reset, the code did not recur, and the customer was advised to continue using the pump but to call back if the issue recurred.